Event description:
The pt went to the emergency room after received multiple shocks without having his arrhythmia converted. The dr discovered that the distal portion of the lead had been inserted into the negative port of the header instead of the positive port. This improper configuration shunted energy away from the heart resulting in a failure to convert the arrhythmia. The dr decided to explant both the ICD and the associated lead. There is no indication that either the ICD or lead were out of specification. This event is being reported as user error.